Event description:
It was reported the patient tried to switch to group b yesterday, but they felt dizzy and wozzy after they switched. The patient ended up switching back to group a, but they did not remember their original settings. On (B)(6) 2015, the patient had moved back to new york and about a week later they started to have issues with their deep brain stimulation and their therapy changed. The patient did not have tremor, but they were not feeling the greatest on their right side. The patient¿s healthcare professional (hcp) had been some help and they had an appointment scheduled for (B)(6) 2015. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 37603, serial# (B)(4), implanted: (B)(6) 2015, product type: implantable neurostimulator. Product ID: 3389s-40, lot# va0sqry, implanted: (B)(6) 2015, product type: lead. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2015, product type: extension. Product ID: 37642, serial# (B)(4), product type: programmer, patient. Product ID: 3389s-40, lot# va0sqry, implanted: (B)(6) 2015, product type: lead. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2015, product type: extension. Product ID: 37603, serial# (B)(4), implanted: (B)(6) 2015, product type: implantable neurostimulator. (B)(4).